Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose (bg) level was 299 mg/dl. Contact administered a correction bolus to address bg levels. Additionally, it was reported that the customer went through the fill tubing process while connected to the site and inadvertently delivered 10.5 units of insulin. Customer's bg level went down to 28 mg/dl, and the customer was given a glucose gel by the paramedics to treat bg level. System check with tandem technical support indicated that the pump was performing as intended. The customer was educated regarding pump labeling instructions. During the time of the call, it was reported that the customer's bg levels were "fine".